Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to biomed not following calibration set-up. Per additional information received, tech support spoke with biomed, test pads had been attached during calibration. Once removed, device passed calibration without issue. No patient involved at the time of the malfunction. This event was a confirmed use of device, not attributed device malfunction. Submitting the investigation details as additional information. Correction: b, d, e, f. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device giving calibration error 3 (pre-warm nominal flow error) expected value 2300 actual value 2006. Transferred to albert g for assistance. Sn (B)(6).. Per follow up information received via phone on 20nov2024, spoke with biomed, test pads had been attached during calibration. Once removed, device passed calibration without issue. No patient involved at the time of the malfunction.

Event description:
It was reported that the arctic sun device giving calibration error 3 (pre-warm nominal flow error) expected value 2300 actual value 2006. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.